Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier (bio ID) was not functioning. User was unable to log in using the fingerprint scanner because it was not scanning. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) mentioned that the issue was resolved by customer and there were no further issues observed after that. The system functioned as intended when the technical support specialist investigated the device.